Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell getting out of bed. The right ventricular (rv) lead exhibited an increased in thresholds, a loss of capture, and had dislodged. The emergency room physician stated that the patient's pulse was less than what was on the monitor. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.